Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the peritonitis was not reported. Five days after the event onset, the patient was hospitalized for peritonitis. Also that day, the patient started treatment with intravenous cefoperazone 2 g twice a day (duration not reported) for peritonitis. Dianeal therapy remained ongoing. Seventeen days after the event onset, the patient recovered; however, it was not reported if antibiotic therapy remained ongoing or if the patient remained hospitalized. No additional information is available.